Manufacturer narrative:
(B)(6).

Event description:
Bio-rad technical support was contacted by (B)(6) department of health on (B)(6) 2018, to report that the timeliner data management software, which is part of the evolis microplate system, sent an (B)(6) result to the customer's laboratory information system (lis). The evolis is a 4 plate fully integrated microplate processing system designed for use with multiple eia assays. The timeliner data management software or timeliner is a suite of applications that is used to manage and transfer repeat test results from the evolis automated microplate analyzer to the customer's lis. The timeliner data management software automates the creation of repeat testing worklists and the results export process. The lis is a software system or database that records, manages, and stores data for clinical laboratories, and is maintained/operated by the customer. The lis is not part of the evolis automated microplate analyzer. The customer informed bio-rad technical support that they attempted to export the initial result which was (B)(6), just above the cutoff, but the data did not transmit from timeliner to the lis. The customer rebooted the evolis system and exported the initial results for a second time. The customer was able to successfully transmit results to the lis at this time. Since the initial result was (B)(6) the sample is required to be repeated in duplicate. The customer repeated the sample in duplicate as part of the next run and both repetitions gave a (B)(6) result, which means the final result for this sample should be (B)(6). The customer then exported the results from the evolis system to the lis. When the customer reviewed the exported results in the lis they noticed that the patient had a (B)(6) result. The customer changed the incorrect result of (B)(6) to (B)(6) in the lis, which was reported to the provider. There was no patient harm in this case. The customer has been informed that they should not export sample results multiple times, and that they should contact bio-rad technical support for troubleshooting for any data communication issues between the evolis and their lis. Bio-rad product support concluded their investigation of the customer's log files on 11/6/2018, which found that the initial sample result was manually exported three times to the lis. The first two times the sample result was exported was within four seconds of each other, and both of those results were processed. The result was then manually exported again 10 minutes later which was blocked and sent to quarantine. Since the initial result was processed twice the algorithm within timeliner only required one additional result for the final interpretation to be processed. When the customer exported the results from the second run that were (B)(6), timeliner only used one of the (B)(6) results to process the final interpretation of repeat (B)(6), which was sent to the lis. The duplicate plate detector, which is part of the evolis timeliner software, is designed to prevent the same result from being exported more than once, and is set to execute every sixty seconds. However in this situation duplicate plate detector was not effective as the initial result was manually exported twice within that sixty second timeframe which is not normal user action. Normally users would export the results and wait for the results to be transmitted to the lis which can take several minutes if it is a very large sample run, before troubleshooting any data transmission problems. There are two possible scenarios where this user induced issue could occur. Scenario 1: the customer must close one of the timeliner applications that are programmed to automatically start when the user logs into windows such as morpheus scheduler, morpheus port monitor or the timeliner software, and then attempt to export results from the same plate more than once in the evolis software; or, scenario 2: the customer would have to attempt to manually export the results from the same plate multiple times before the duplicate plate detector script is executed. The script is set to execute every sixty seconds, and continues to do so unless the morpheus scheduler application is closed. So to export the sample plate multiple times the user would have to select export on the results report, reopen the report and select export again within the sixty seconds in order to export the results more than once. Although these circumstances are possible they are unlikely to occur under normal operating conditions. In the above reported case, it was not possible to determine which of these scenarios occurred. Upon conclusion of the investigation by product support an MDR meeting was scheduled for 11/15/18 to determine if the complaint was an MDR. During the MDR meeting it was determined that while recurrence of this issue is unlikely, this complaint does represent a user issue that could recur under certain specific conditions. Bio-rad is currently evaluating the evolis labeling to develop additional warnings that would caution the user against manually exporting results more than once, and ensuring that all the applicable software applications are running prior to exporting results. Bio-rad will submit a follow-up report to FDA once the customer notification and revised labeling (with additional warnings) is available.